Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was missing the prn, found after opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "it was found no prn when opening the package."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8358943. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed and measured by our quality engineers; our investigators determined that all of the devices received had all of their components present in the packaging. Unfortunately, based on our observations the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was missing the prn, found after opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "it was found no prn when opening the package."